Event description:
It was reported that during implant the device exhibited impedance measurement anomaly on the atrial lead. The device remained implanted. One day post implant the impedance measurements were stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.